Manufacturer narrative:
The technician replaced the power control board, and calibrated the position sensors to repair the bed.

Event description:
Information received indicates the bed has no functions working.